Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis as well as hyperglycemia. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at time of incident and treated with insulin pump and manual injecton and current blood glucose level was 221 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because care link report shows the basal was not going in. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer states they performed both a self-test and displacement test on the insulin pump and both were successful. The device will not be returned for analysis.